Event description:
The patient was implanted with a smooth saline mammary prosthesis on 11/19/98. Subsequently, the patient experienced a deflation of the device and a hematoma. The device was removed on 11/20/98.